Event description:
Patient reported that her pump was removed (B)(6) 2010 because it was septic. Per patient, the original location with the mesh pouch was the wrong location for her body structure. The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
The pump was removed due to infection.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter; product ID 8596sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter; product ID 8590-1, lot# n211229, implanted: 2009-(B)(6), product type accessory, (B)(4): analysis of the pump revealed no anomaly found.